Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-13. H6: investigation summary: one mz1000 china sample was received for investigation without packaging, however the lot number was confirmed as 21085868. No connecting products were received to assist the investigation. A visual inspection of the returned maxzero confirmed the customer's experience, with the male luer of the maxzero received separated from the body of the component; a closer inspection identified a fractured and uneven break at the affected joint of the component. The details of this feedback were forwarded to the manufacturing site for investigation. The observed damage is consistent with the component being subjected to an external force, such as a high torque force; as the damage was observed during infusion and not straight from the packaging, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 21085868 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxzero¿ needleless connector there was leaks. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "leakage occurred in the connection port of the needleless infusion connector in the respiratory department,"

Event description:
It was reported when using the bd maxzero¿ needleless connector there was leaks. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "leakage occurred in the connection port of the needleless infusion connector in the respiratory department."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero¿ needleless connector there was leaks. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "leakage occurred in the connection port of the needleless infusion connector in the respiratory department."